Event description:
The patient had undergone a diagnostic cerebral angiogram in the interventional radiology room. Access for the procedure was obtained via the right common femoral artery. Upon conclusion of the procedure, an angio-seal vascular closure device was deployed to close the right groin puncture site. Use of the closure device stops the bleeding from the puncture site more rapidly and with little or no manual compression, allowing the patient to ambulate sooner. The device is introduced over the guidewire and a collagen plug is deployed. A suture is attached to the plug and the suture is pulled until the plug is up against the puncture site. Once in place, the plug is then sutured/secured. During this incident, when the collagen plug was released, the telescopic tubing covering the collagen plug/suture apparatus broke in half. All of the tubing was removed from the patient and direct compression pressure was held over the groin puncture site for 15 minutes. The patient's right groin was monitored post procedure per protocol and the groin wound site remained intact without hematoma. The patient was discharged home two days after the procedure in stable condition.